Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure, the twinfix anchor broke. The procedure was successfully completed using a back-up device, it is unknown if there was a surgical delay due to the reported event. No further complications were reported.

Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device and anchor were returned with no sutures. The distal tip of the insertion device is fractured away and still inside the anchor. There is debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material drawing found that material and processing specifications certificate of analysis are required. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.